Event description:
Customer reported the cooling fan is making loud noises, the system locks up, and there are communication errors. No patient injury was reported.

Manufacturer narrative:
A ge healthcare evaluated the system and replaced the cpu, hard drive, and cooling fan. System operates as intended.